Manufacturer narrative:
This event occurred in (B)(6). The full facility name was provided as (B)(6).

Event description:
The customer stated that they received erroneous high results for one patient sample tested for testosterone on an e601 analyzer. An aliquot of the serum tube of the sample initially resulted as 1006 ng/dl. The customer decided to repeat the sample since the initial value was very high for a woman. The primary serum tube was repeated, resulting as 958.7 ng/dl. To confirm the result and to rule out an issue with fibrin interference, the plasma tube of the sample was tested on (B)(6) 2016, resulting as 493.0 ng/dl. The 493.0 ng/dl value was reported outside of the laboratory since it was a smaller value. A roche application specialist repeated the serum sample on (B)(6) 2016 and it resulted as 913.7 ng/dl. The physician was contacted by the customer and the physician stated that none of the high results, including the 493.0 ng/dl value, were expected. The customer did not know which value was correct. The patient was not adversely affected. The e601 analyzer serial number was (B)(4). The serum and plasma tubes of the sample were tested to ensure both sample tubes were from the same patient. The urea results for both tubes were found to be the same.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The affected samples were also requested for investigation, but could not be provided.